Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). A pre-procedure angiogram was completed. Results were not given regarding the presence of pvd/calcium in the vicinity of the access site but it was noted that the angiogram looked "normal". Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the sealant was deployed, the sheath was removed and the advancer tube was tamped. Pulsatile blood was immediately seen at the access site. The balloon was deflated and the device was removed. Manual compression was applied for 10 minutes at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was returned with the shuttle cartridge engaged to the handle and the procedural sheath pulled back against the shuttle. The advancer tube was separated from the device. The catheter, advancer tube, shuttle cartridge and the introducer sheath were inspected for anomalies. No anomalies were observed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the condition of the returned device, and the investigation performed, the root cause could not be determined.